Manufacturer narrative:
Technician found the hi/lo head drifts slowly downward over time. Replaced hi/lo head up/down solenoid valve to resolve this issue. Bed located in bed repair shop.

Event description:
Information received that the hi/lo head drifts slowly downward over time. No injury alleged.